Event description:
The technician alleged the brake casters are not holding. No patient impact.

Manufacturer narrative:
The technician replaced the brake casters, the brake caster supports, screws and washers and tightened all alignment bolt screws to resolve the issue.